Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal heavy/menstrual bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and pelvic mass ("large pelvic mass"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy and extensive pelvic lysis). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery, following the surgery"). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, back pain, dyspareunia, pelvic mass and procedural pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic mass and procedural pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal heavy/menstrual bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included osteoarthritis, pharyngitis, chest discomfort, hypothyroidism, micturition disorder and multiparous. Previously administered products included for an unreported indication: depo provera, penicillin¿s and cefazolin sodium. Past adverse reactions to the above products included nausea with cefazolin sodium; and urticaria with penicillin¿s. Concurrent conditions included obesity, asthma, carpal tunnel syndrome, joint injection, knee pain and ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month 9 days after insertion of essure (ess205), the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On 28-jan-2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2009, the patient experienced weight increased ("weight gain"). In may 2010, the patient experienced rash ("rash"), skin irritation ("skin irritation"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or changes"). In august 2012, the patient experienced fatigue ("fatigue"). In september 2013, the patient experienced procedural pain ("painful post-operative recovery, following the surgery"). On 20-aug-2015, the patient experienced anxiety ("anxiety") and hypertension ("high blood pressure"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic mass ("large pelvic mass"), hot flush ("hot flashes"), mood swings ("mood swings"), ovarian adenoma ("cystadenoma") and device deployment issue ("1 coil was seen from the left tube"). The patient was treated with surgery (total abdominal hysterectomy and with bilateral salpingo-oophorectomy and pelvic lysis). Essure (ess205) was removed on 24-sep-2013. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and anxiety had resolved and the back pain, pelvic mass, procedural pain, hot flush, mood swings, rash, skin irritation, female sexual dysfunction, bladder disorder, urinary tract disorder, ovarian adenoma, pelvic pain, fatigue, weight increased, hypertension and device deployment issue outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, device deployment issue, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, hypertension, menorrhagia, mood swings, ovarian adenoma, pelvic mass, pelvic pain, procedural pain, rash, skin irritation, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 3 coils were seen from the right tube and 1 coil was seen from the left tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Radiology report: pelvic ultrasound, transabdominal and endovaginal imaging findings: transabdominal and endovaginal imaging was performed. There is a large left adnexal cyst measuring approximately 13.4cm in diameter. It contains low level echoes and I cannot exclude the presence of separations. * bilateral digital screening mammogram with cad: findings: there are no speculated mases or suspicious calcification in either breast. No evidence of architectural distortion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "hot flashes, mood swings, rash, skin irritation, apareunia (inability to have sexual intercourse), anxiety), bladder problems or changes, urinary problems or changes, cystadenoma, pain, fatigue, weight gain, high blood pressure, did not undergo essure confirmation test" and 1 coil was seen from the left tube were added. New reporter were added. Historical and concomitant conditions were added. On 28-feb-2018: proceed with fu 1 and 2. Medical record received - new reporter was added. Concomitant conditions was added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal heavy/menstrual bleeding') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device deployment issue "1 coil was seen from the left tube". The patient's medical history included osteoarthritis, pharyngitis, chest discomfort, hypothyroidism, micturition disorder and multiparous. Radiology report: pelvic ultrasound, transabdominal and endovaginal imaging findings: transabdominal and endovaginal imaging was performed. There is a large left adnexal cyst measuring approximately 13.4cm in diameter. It contains low level echoes and I cannot exclude the presence of separations. Bilateral digital screening mammogram with cad: findings: there are no speculated mases or suspicious calcification in either breast. No evidence of architectural distortion. Previously administered products included for an unreported indication: depo provera, penicillin¿s and cefazolin sodium. Past adverse reactions to the above products included nausea with cefazolin sodium; and urticaria with penicillin¿s. Concurrent conditions included obesity, asthma, carpal tunnel syndrome, joint injection, knee pain and ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month 9 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced rash ("rash"), skin irritation ("skin irritation"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery, following the surgery"). On (B)(6) 2015, the patient experienced anxiety ("anxiety") and hypertension ("high blood pressure"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic mass ("large pelvic mass"), hot flush ("hot flashes") and mood swings ("mood swings") and was found to have ovarian adenoma ("cystadenoma") and ovarian neoplasm ("left ovary turned into a 10 pound plus tumor"). The patient was treated with surgery (total abdominal hysterectomy and with bilateral salpingo-oophorectomy and pelvic lysis). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and anxiety had resolved and the back pain, pelvic mass, procedural pain, hot flush, mood swings, rash, skin irritation, female sexual dysfunction, bladder disorder, urinary tract disorder, ovarian adenoma, pelvic pain, fatigue, weight increased, hypertension and ovarian neoplasm outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, hypertension, menorrhagia, mood swings, ovarian adenoma, ovarian neoplasm, pelvic mass, pelvic pain, procedural pain, rash, skin irritation, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 3 coils were seen from the right tube and 1 coil was seen from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: left ovary turned into a 10 pound plus tumor added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.